Event description:
It was reported that the charging pad for the ilet system was not functioning, with no indicator light when connected to multiple wall outlets and after unplugging and replugging, and the user did not have a case or clip on the device; a replacement charger was arranged after troubleshooting and education were completed. Symptoms included none. Outcomes included no alerts or alarms and no medical interventions. Investigation included user troubleshooting to verify power source and connection integrity. Investigation of this case revealed a charger not powering on, consistent with a nonfunctioning external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.